Event description:
The account alleged the brake caster will not hold when the brake is set, the brake caster rotates around. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.